Event description:
It was reported that an angio-seal evolution was deployed in the right groin. The patient experienced pain upon deployment of the angio-seal device and became vasovagal and unwell. A large hematoma was noted immediately post deployment and manual pressure was applied for several minutes. During this time, the patient's blood pressure dropped and fluids were given. The patient also complained of pain extending across the abdomen to the right side and across the back. The patient continued to feel unwell and underwent a CT scan. The CT scan showed bleeding in the retroperitoneal space. The patient was transferred to another hospital approximately 4-5 hours post angioseal deployment and underwent vascular surgery. The vascular surgeons found a tear in the artery at the puncture site and found that there was bleeding into the anterior aspect of the abdomen and not the retroperitoneal space. The angio-seal was found outside of the artery, and the surgeon believes that the anchor was pulled out of the artery through the arterial wall. The angio-seal was removed. The patient is reported to be doing well and is recovering in the hospital. Upon review of the pre-insertion angiogram, the puncture entry point appeared to be above the inguinal ligament.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) state that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.